Event description:
While testing the balloon inflation on a planned tracheostomy (3.0 neonate cuffed), it was discovered that although the balloon was inflating, the cuff on the newly opened trach tube would not inflate. Four subsequent trach's of the same lot number were opened and none of the cuff's would inflate even though the balloon would inflate. Respiratory was able to supply us with the same trach size of a different lot and that trach did inflate. Manufacturer response for tracheostomy tube, portex (per site reporter): we have collected the entire lot # of this size tracheostomy tube and arrangements are being made for return.